Manufacturer narrative:
Three products have been returned from the patient to the manufacturer. It was observed that the catheters had been pressed during packaging, and the welding of the packaging appeared incomplete or improperly performed, compromising the sterile barrier of the product. To assess whether this was a systemic or isolated problem, the following actions were taken: inspection of witness samples retained from the same lot. Review of batch manufacturing and packaging documentation. Verification of process parameters and recorded in process controls. No deviations, abnormalities, or trends were identified during this review. All documented process steps were performed according to the approved procedures, and the retained witness samples did not show similar defects. Based on the investigation, the issue was determined to be an individual, isolated case rather than a batch related or process related failure.

Event description:
The adverse event occurred outside us, in italy. A male patient has been using, a sterile, single-use intermittent urinary catheters lofric nelaton (40cm, ch12). On (B)(6) 2026, the patient contacted the manufacturer representative and reported that the end of the primary package was not sealed completely, compromising the sterile barrier of the product. The patient reported that he had used three products with this mal-function. Further the patient reported that he had discarded the used products and that he will return the remaining products to the manufacturer. The patient did not suffer any harm.